Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 337 mg/dl, a bolus was delivered to address bg level. Customer stated that they were setting up replacement pump with their health care provider (hcp) and stated that their hpc forgot to turn the carbs on and modify the insulin duration to 3 hours in the bolus settings. Tandem technical support successfully walked customer through modifying settings. Customer was satisfied.